Event description:
Customer stated 1 fw600 was an out of box failure that does not hold ground. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
The product has not been returned to the manufacturer for evaluation.